Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. A triclip xtw was prepared per the instructions for use (IFU), inserted without issues, and placed on the tricuspid valve. However, while attempting to deploy the clip, and while removing the lock line at around 30cm, resistance was encountered, and a knot was observed on the lock line. The lock line had already been pulled into the lock lever and was unable to be reached. Therefore, a decision was made to deploy clip with the lock line attached. However, during deployment, the clip jumped opened into an inverted position and was no longer attached to the leaflets. The remove the inverted clip, the clip was then pulled with the lock line toward the tip of the guide. It was noted that the knot seemed to come loose, as the lock line slipped through the clip, causing the clip to migrate through the valve into the ventricle, and then became stuck in the trabeculum. A second clip was then deployed on the tricuspid valve, reducing tr to a grade of 2. The patient was reported to be stable. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
H6: medical device problem code: removed 4003. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported knot on the lock line, clip jumping, and unintended movement of clip open while locked. The reported inability removing the lock line appears to be due to the reported knot. The reported expulsion (complete clip detachment) appears to be due to procedural conditions. The reported patient effect of embolism and subsequent foreign in body were due to the clip expulsion. Embolism is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment/provided was provided for the patient effects. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated: did cine/image capture the event? Partially. Did the cine confirm the reported event? Partially. One (1) fluoroscopic still image was provided in which a tsgc and three implanted clips can be visualized: two xtw clips implanted during the triclip procedure (middle and bottom clip) and one clip implanted on the mitral valve during a separation procedure (top clip). Notably, the bottom clip in the image is fully inverted and abnormally positioned relative to the other implanted triclip (middle clip) indicating the clip has detached from both leaflets and is located ventricularly. This confirms the reported issues of unintended movement (clip open - locked) and migration. While the still image was presumably taken after deployment and does not capture active clip motion, the observed inverted state of the clip indirectly confirms the reported details that "during deployment, the clip jumped opened into an inverted position" (clip jumping). Fluoroscopy imaging utilizes x-ray technology to image radiopaque materials (such as the radiopaque tip ring on the delivery catheter) and tissues with high radiodensity such as bone. The lock line component is made out of a polyester material which is not visible on fluoroscopic imaging. As such, the reported lock line knot (material deformation) and inability to remove the lock line (mechanical jam) cannot be assessed or confirmed. There are no other observations based on the image provided.